Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented to clinic during a follow up, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made. Programming tests were recommended. No further information available.